Manufacturer narrative:
The failed sample will be returned to vygon and will be evaluated as part of the complaint investigation. The results of this investigation are still pending and will be communicated with FDA within 30 days of completion.

Event description:
Leaking from catheter above insertion. Site was leaking at insertion once the catheter removed it was noted that leak was coming from approx. 5 cm from insertion site.

Manufacturer narrative:
We received a used premicath catheter for investigation. A 3 ml prefilled saline syringe was connected to the catheter. The returned catheter is complete and has not been shortened. We primed the catheter using a 10 ml syringe with warm water and confirmed free flow of fluid through the catheter. Following this, we blocked the catheter distally, at which point a pinhole leak was observed 21.8 cm proximal to the tip. During microscopic examination we did not find any hint for a manufacturing defect. In the product's IFU we warn. Caution: do not stretch the catheter or subject it to pressure above 21,75 psi (1,5 bar, 1125 mmhg). Do not use small syringes as these can generate very high pressures. It is possible to generate 4 or 5 times the maximum safety pressure, with any size of handheld syringe. Subjecting the catheter to pressure above 21,75 psi can result in catheter rupture and embolism. Smaller syringes generate higher pressures than larger ones. Caution: do not exceed a bolus injection pressure of 1,5 bar. Do not use an infusion pump that has infusion pressures that can exceed 1,5 bar as this will burst the catheter. We recommend following the catheter handling instructions according to the product's IFU. A review of the component batch history records was performed, and no deviations were found. The batch complied with its specifications and was released. Each catheter is flow and leak-tested during production. The tensile force of the catheter components is randomly checked. Visual tests and incoming goods inspections are conducted during production. Corrective action: no further corrective action was taken by quality management, as no evidence of a manufacturing defect was found. Additionally, the user did not follow the product's instructions for use (IFU) regarding the recommended syringe size for this catheter. As a result, vygon does not have reasonable cause to taken any corrective action at this time.

Event description:
Leaking from catheter above insertion. Site was leaking at insertion once the catheter removed it was noted that leak was coming from approx. 5 cm from insertion site.